Manufacturer narrative:
Physician's name changed from initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the implantable cardioverter defibrillator, high right ventricular thresholds and non-sustained oversensing was noted. It is suspected that the non-sustained oversensing episodes were due to the device oversensing myopotentials. Programming changes were discussed. No additional information was reported.